Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that patient suffered symptoms and damage to his body including, but not limited to, constant and severe pain and discomfort in his thigh, hip-joint, groin, and back; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; damage to bone and tissue from the loose implant impinging and grinding on patient's bone and muscle tissue; chromium and cobalt metal toxicity; inability to get in and out of a car without difficulty; inability to walk long distances and other lack of mobility; and other complications.